Event description:
Pt s/p redo, mitral valve replacement via right thoracotomy on 03/22/2001. Immediate recovery period unremarkable until 0100 am the following day when there was massive bleeding from the chest tubes and immediate attempted resuscitation. The right thoracotomy site was re-opened. Origin of the bleed determined to be the right atrial cannulation site, which had been closed with a u.s. Surgical 4.0 surgilene suture and reinforced with a second suture. Resuscitation efforts unsuccessful, pt expired. Following the attempted resuscitation a torn piece of knotted suture was found. No tissue tearing was noted upon inspection of the original wound.